Manufacturer narrative:
(B)(4). The complaint (B)(4) flexifit nasal mask is not expected to be returned to fph (B)(4) for inspection. We are currently in the process of obtaining further information from the medical center in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we received further information from the medical centre and have completed our analysis.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that their patient fell out of bed while wearing an hc405a flexifit nasal mask. It was further reported that the grey glider of the mask became hooked on the outside of the patient's nose, tearing his skin as he continued to fall.

Manufacturer narrative:
(B)(4). The complaint hc405 nasal mask has not been returned to fisher & paykel healthcare (fph) for evaluation and there is no suggestion that it will be returned at a later date. Our analysis is accordingly based on the event description, and on the photograph and additional information provided by the patient. Visual inspection of the photograph revealed that the patient sustained a laceration on the left side of his nose and on his left eyelid. In the letter submitted by the patient to the manager of (B)(6), he narrated the following: "on the morning of (B)(6) at approximately 5:30am, I fell out of bed on my left side hitting the top left side of my head, just above the left eye, on the night stand. The velcro straps caught on the corner of the night stand ripping the mask for my CPAP machine awkwardly off my face as I fell to the ground in a twisting motion. The mask I was wearing was the flexifit 405 nasal mask. The plastic wire piece, that has the plastic hooks on each end, and holds in place the lower velcro straps, and situated on the mask such, that it lies below the nose and above the upper lip, stretched tightly and off centre as it got forced cumbersomely across my face and cut my upper lip just under my nose; lacerated the bridge between my nostrils; cut deeply into my left nostril; cut the outside corner crease of my left eye; and cut the left eyelid." The patient further reported that he required a stitch above his lip and six stitches to his left nostril, that he had sustained a "horseshoe shaped scar" on his nostril and may need plastic surgery. His also reported that he had a half inch long lump on his eyelid and his eyelid "droops a bit". The patient commented that his situation is "extremely unique". Based on the information provided by the patient, and our knowledge of the product, the nasal mask has not malfunctioned in any way. The patient has also confirmed that prior to this reported incident he has used the hc405 flexifit nasal mask for nearly four years with no problems. Fph has not received complaints of any similar incidents for this particular product.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that their patient fell out of bed while wearing an (B)(4) flexifit nasal mask. The grey glider of the mask became hooked on the outside of his nose, tearing his skin as he continued to fall. The patient is now requiring a reconstructive surgery on his nostril.